Manufacturer narrative:
The neuroblate system insturctions for use, revision b (current) contains laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". "To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." "To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed. No harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.

Event description:
During an ablation procedure, it was reported that no temperature increase was displayed on thermal scan. The clinical specialiest found that this was likely caused by a damaged connection between the portable connector module (pcm) and the MRI control room penetration panel. There were no patient complications reported in relation to this event.